Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation. There was incorrect measurement when the back up event was discovered again. The device was reprogrammed successfully for a the previous event. The patient's condition was stable. The device will be monitored regularly..